Manufacturer narrative:
(B)(4). G2-foreign-canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the spring of the instrument was found to be fractured. This event is related to malfunction that could potentially lead to serious injury. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the device shows wear from use and damage. The spring in the jaws is fractured and missing part of the spring. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.